Event description:
Video laryngoscope intubation planned for patient with c spine fusion. D blade connected to cmac console and checked and appeared to be functioning prior to induction of anesthesia. After induction, blade inserted in mouth but light source malfunctioned and lost view on screen. Cord on console removed & reinserted with temporary resolution but then image became choppy, pausing/restarting and occasionally disappearing altogether. Anesthesia tech called for new console, bag masking resumed, same issue when d blade paired with second cmac console. This was reportedly the only other available console at the time and no other d blades were available, so direct laryngoscopy was performed and patient able to be intubated with intubating bougie (though this was challenging). Requested cmac console, cord, and d blade be tested and anesthesia manager notified.